Event description:
Pt was s/p coil embolization of a previously ruptured fusiform aneurysm located in the basilar artery (B)(6) 2014 and add'l coiling and embolization (B)(6) 2015. Post procedure pt was monitored for complications, none were present. Pt was stable for discharge on (B)(6)2015. On (B)(6) 2015, ten days later, the pt presented to outside hosp with upper respiratory symptoms and while being evaluated experienced generalized tonic clonic seizures; CT scan showed subarachnoid hemorrhage. Pt was intubated and transferred to harborview medical ctr (hmc). Upon arrival at hmc, pt was noted to be hemodynamically stable but without brainstem reflexes. The pt was declared brain dead and care was withdrawn on (B)(6) 2015.